Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of keypad issues with their insulin pump. The patients' blood glucose level at the time was 200 mg/dl. Customer states the act button on the device is stiffer than usual. Customer wad advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. The keypad connector was fully locked. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.